Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had sensor anomaly. The customer stated his sensor was removed and it looks like needle was broken off. The customer's blood glucose was 114mg/dl.

Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Also checked needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications.